Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed a failed overmix test for reagent probe 2. The cse replaced the mixer and performed alignments. The cse calibrated the instrument and ran quality controls, which were acceptable. The cause of the discordant results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) and were questioned by the pharmacy. The samples were repeated on the same instrument and an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin results.